Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode likely related to cautery, resulting in one inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock. The health care professional (hcp) plans to investigate the patient's activity on the day of the event. Additionally, the non bsc right ventricular (rv) lead showed intermittent impedance variability, suspected to be due to spring contact behavior. No further adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode likely related to cautery, resulting in one inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock. The health care professional (hcp) plans to investigate the patient's activity on the day of the event. Additionally, the non bsc right ventricular (rv) lead showed intermittent impedance variability, suspected to be due to spring contact behavior. No further adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the <<description>> for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode likely related to cautery, resulting in one inappropriate anti-tachycardia pacing (atp) therapy and one inappropriate shock. The health care professional (hcp) plans to investigate the patient's activity on the day of the event. Additionally, the non bsc right ventricular (rv) lead showed intermittent impedance variability, suspected to be due to spring contact behavior. No further adverse patient effects were reported. The system remains in service.